Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 231, 262 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 96 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 165 mg/dl using truemetrix meter and 175 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer is concerned with the results of 231, 262, 146 and 143 mg/dl in the meters memory.